Event description:
Informed of six (6) incidents of header cap leaks from the same lot number. This incident involved an external leak from the header cap while the pt treatment was started. The dialyzer had been used previously for two treatments and had been leak and pressure tested with the prior re-processing (passed both testing). There were no defects seen, such as cracks, with the affected header. The pt's hemoglobin and hematocrit were stable prior to the leak and not re-checked. The pt treatment was stoppedand the dialyzer was discarded (100 cc). A new dialyzer was primed and used to continue the treatment without adverse effects to the pt. No medical treatment was necessary. Actual sample discarded. MDR filed on blood loss reported. 6/2/98 notified that complaint sample is available at facility.

Manufacturer narrative:
The returned sample passed the leak test for the membrane and the housing. The record review did not contain any indication of irregularities which could explain the complaint. Will monitor for trends. Pir 9800964.